Event description:
A customer contacted haemonetics on (B)(6) 2013 to report an orthopat device with the description of "machine does not work. There is a burning smell." No pt/operator injury reported.

Manufacturer narrative:
The device was returned and evaluated for the complaint of machine does not work there is a burning smell. When the device was opened up fluid ingress was found. The power supply was damaged from the ingress and replaced. (B)(4).